Event description:
Tubing faulty causing sampling error problems; unable to produce correct pt results due to this faulty tubing. Need to replace weekly. Abbott charged hosp $4000 for 2 svc calls and finally hosp was told that it was all related to bad lots of tubing.